Manufacturer narrative:
Patient identifier: (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. See MDR 3013394970-2019-00340 that was submitted for the complaint which the uf medwatch# 100090 mentions that involved a different patient.

Event description:
Terumo medical received a user facility medwatch report # (B)(4) on may 7, 2019. The event description states: "patient underwent cardiac catheterization. Following the procedure, the closure device sheath was noted to have broken off in the groin, and could not be retrieved with a snare. The patient underwent cutdown, exploration and repair of the right common femoral artery. " "it was noted that the sheath was broken in pieces, which were successfully retrieved, after which fluoroscopy was used to visualize the entire right leg from the groin all the way to the ankle; no additional pieces were found".

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. One 6f angio-seal vip was returned for product evaluation. The hemostasis sheath was returned mated with arteriotomy locator. The carrier tube assembly was also returned for analysis. Visual inspection revealed a half-broken piece of the hemostasis sheath mated with the arteriotomy locator. The other half broken piece of the hemostasis sheath was not returned. The half-broken sheath was inspected under the microscope and it was noted that the sheath had a yellow discoloration. The sheath was examined, and it cracked upon application of minor force. There were no anomalies noted with the returned carrier tube assembly. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. However, the reported issue is being further investigated.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during a diagnostic heart catheterization procedure. The physician was exchanging the standard 5fr sheath and replacing it with an angio-seal sheath and dilator. Upon inserting the angio-seal sheath and dilator combo, the md felt the sheath kink or separate. He decided to remove the angio-seal sheath and use manual pressure. When removing the angio-seal sheath, the physician noticed that part of the sheath was separated. The cardiologist had to send the patient to a vascular surgeon to remove the sheath, as he no longer had access. The patient was reported to be in stable condition. Additional information was received on april 23, 2019. A pre-deployment angiogram was performed. When removing the sheath, part of the distal end was missing. All of the distal end was removed from the patient.